Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device serial number, date of manufacture and manufacture site name and address were documented as unknown in the initial report. The serial number, date of manufacture and manufacture site name and address have all been updated accordingly. The UDI has also been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the device is evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the date the device was returned to the manufacturer was reported as 1/2/2019 in the initial report and has been updated to 1/9/2019. The actual device was returned for evaluation. The device was evaluated and it was determined that the busing locking mechanism on the motor device was loose off of the oscillator head base. It was further determined that the device failed pre-test for oscillation frequency and check bushing. Therefore, the reported condition of vibration was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. During repair, it observed that there was excessive noise inside of the saw device and an unknown debris substance on the ball bearings due to improper cleaning. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter¿s contact name was not provided. The serial number was unknown; therefore, the device manufacture date was unknown. UDI: (B)(4). The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device overheated. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.